Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-08381. Reference MFR report: 1627487-2013-08382. The pt received two leads and two anchors from the same lot number. It was reported the pt exhibited symptoms of infection for one week. The physician observed redness, warmth and swollenness at both the incision sites. A culture was taken. So, the physician opted to explant the entire scs (spinal cord stimulation) system, and the patient was placed on IV antibiotics postoperative.